Manufacturer narrative:
No sample was returned. Analysis of the retain sample for lot 401809, lot 401609 confirmed that the lot is sf6 and meets all release criteria. There is no evidence that the sf6 was the cause of the reported incident.

Event description:
Ref. Complaint # (B)(4). Case 3- pt we, surgery (B)(6) 2025 vitrectomy for retinal detachment day 1 post op iop 49, did not come down medically so par plana tap of gas done. Iop next day acceptable, 2 week post op check showed gas resolving iop ok, recurrent retinal detachment for which further surgery has been done (B)(6).

Event description:
We have an unusual incident to report, and not sure if you had similar complaints from others, but our sf6 gas has caused number of really high ocular pressures with (B)(6) patients last week, and so far one reported case from (B)(6). We have switched the tanks today, but wanted to check if you had these reports from elsewhere and if there is a way to investigate whether or not something has compromised the affected item. The lot # is 401809. This report is for dr. (B)(6) patient.

Manufacturer narrative:
No sample was returned. Analysis of the retain sample for lot 401809, lot 401609 confirmed that the lot is sf6 and meets all release criteria. There is no evidence that the sf6 was the cause of the reported incident.